Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported: during a planned pc tear repair, the cutter did not actuate. Problem was solved after replacing product with another one. Additional information was requested.